Event description:
It was reported that the user noted a crack in the iab quick connector, after the iab was in use. The iab was removed and a replacement was not necessary. There were no pt complications.